Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer called in to check warranty on the frame. He states that the frame is broken.